Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care professional (hcp) and manufacturer representative (rep) reported that the battery was at elective replacement indicator (eri) and the patient had lost weight and wanted battery moved more lateral. The battery was replaced and moved lateral. The issue was resolved at the time of the report. Other relevant medical history includes chronic low back pain.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.